Event description:
Hcp reports that the pt had a complete system explantation. Hcp reports that prior to the device system explant, they had been increasing the dose and concentration with no effect. Patient symptoms were not reported at this time. Additional info has been requested from the hcp, but was not available at the time of this report.